Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7074837. Product family: scs-ipg-r, upn: (B)(4), model: sc-1160, serial: (B)(4), batch: 363767.

Event description:
It was reported that the patients midline incision was unable to heal with no indication of infection. The patient underwent an explant procedure and the devices were not returned.